Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not analyze an ECG rhythm. In this state the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not analyze an ECG rhythm. In this state the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device was not configured with the hardware to function in the automated external defibrillator (AED) mode, therefore the device not being able to analyze an ECG rhythm is normal operation, as this device does not have this option installed. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. There was no evidence of a device malfunction.